Manufacturer narrative:
(B)(4).

Event description:
It was reported intermittent myopotential oversensing was observed on an episode of ventricular tachycardia. The ventricular tachycardia was treated with appropriate therapy. The patient was asymptomatic. Oversensing could not be reproduced with deep breathing. Programming changes were made. The patient condition is fine and will continue to be monitored.